Event description:
It was reported that the patient had difficulty and extended charging time. It was also reported that the patient was not feeling any stimulation. The patient underwent a revision procedure wherein the old ipg was replaced with an MRI capable device. The patient was doing well postoperatively and the explanted ipg will not be returned as it was kept by the medical facility.